Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant left bundle branch pacing (lbbp) lead was determined to have "fallen".  The lbbp lead was explanted and replaced. The following day the right ventricular (rv) lead exhibited high thresholds and high undefined impedance. A revision procedure was performed on the rv lead. During the procedure it was noted that the cardiac resynchronization therapy defibrillator (crt-d) header connection was full of blood, as if blood entered the rv lead port. The rv lead was cleaned and tested with an analyzer, all measurements were normal. There was doubt regarding the sealing of the rv lead in the crt-d header, so the crt-d was replaced. All parameters were correct with the new device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.